Event description:
Cuts not coming through correctly. No surgical delay. Case type / application: tka. Update: "the distal cuts were off. I am not sure if the measured pieces of posterior cut were off as well because after making some cuts already, the amount of posterior bone left wasn¿t enough to measure accurately. The cuts were too deep and the measurements of the distal cuts were almost 5mm more than the robot was reading." Update 03/may/2022 wg: as reported: mps reported inaccurate cuts. Mps called after case to report noise and tightness from j5 when doing presurgery checks. All presurgery checks did pass. Cuts progressively worsened throughout the day.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
Cuts not coming through correctly. No surgical delay. Case type / application: tka. Update: "the distal cuts were off. I am not sure if the measured pieces of posterior cut were off as well because after making some cuts already, the amount of posterior bone left wasn¿t enough to measure accurately. The cuts were too deep and the measurements of the distal cuts were almost 5mm more than the robot was reading." Update 03/may/2022 wg: as reported: mps reported inaccurate cuts. Mps called after case to report noise and tightness from j5 when doing presurgery checks. All presurgery checks did pass. Cuts progressively worsened throughout the day.

Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: performed full preventative maintenance. Verified all accuracy test values were good. Performed haas test with successful results. Sawbones test with successful results. Placed robot back into service. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that the robot was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.